Event description:
It was reported that during implant, a set screw anomaly was observed. Despite the set screw being tighten, the lead would not stay inserted. Device was not implanted and replaced. Patient condition is fine.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified excess epoxy in the rv df-1 bore. The excess epoxy prevented the set screw from fully securing the lead into the header.